Manufacturer narrative:
The thermogard xp ivtm system (sn (B)(4)) was not returned to zoll for evaluation. The reported event was not confirmed during the initial functional testing and the archive data review, based on the evaluation of the thermogard system performed by technician at the customer's site. There were no device deficiencies found during the evaluation of the platform, which could have caused or contributed to the reported event. Upon visual inspection, no physical damage was observed. During initial functional testing, the thermogard xp ivtm system passed all the tests without any fault or error. The archive data review showed occurrence of mid:08 (post stuck key), unrelated to the reported complaint. The error was due to one of the buttons on the display head was pressed during the first self-test. As a precautionary measure, air trap block with board was changed to remedy the occurrence of the customer reported mid:09 error message. Following service, the system passed all the testing without any fault or error. All test and readings are within the specified limits and the system functioned as intended. Historical complaints were reviewed and there was no previous history of complaint reported for the thermogard xp ivtm system with serial number (B)(4).

Event description:
As reported, the thermogard xp ivtm system (sn # (B)(4)) displayed mid:09 (air trap assembly) error message. No additional information was provided. No known impact or consequence to patient information was available.